Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient developed delayed post cataract with intraocular lens implant procedure inflammation and cystoid macular edema. The event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a case of endophthalmitis/inflammation following an intraocular lens (iol) implant procedure. Additional information was provided by the ophthalmologist, who reported that the event was diagnosed approx. 6 weeks post-op and that the patient complained of decreased vision. The ucdva was 20/30 with keratic precipitates present on the corneal endothelium and anterior iol surface. As a result the patient was placed back on topical steroids as the frequency of "every few hours". The surgeon reexamined the patient yesterday on (B)(6) 2018 and stated that the patient was "doing well".